Event description:
It was reported that 10 syringe 10ml ll experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: residue spotted in syringe barrel. Is wiped clean when plunger withdrawn and depressed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned photos and confirmed there was liquid inside the syringe barrel on one side of the rubber stopper. The liquid could possibly be silicone as that is the only material used in the syringe assembly process. Since no batch number or actual samples were provided, we were unable to fully investigate this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 syringe 10ml ll experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: residue spotted in syringe barrel. Is wiped clean when plunger withdrawn and depressed.